Event description:
It was reported per field service report: symptom - fiberoptix sensor (fos) inactive. Alarm doesn't sound. Blood aspiration into device. Findings/action taken: replacement of power supply unit. Replacement of battery and main switch set (periodic replacement). Preventative maintenance functional check. The pump is back in service. Software upgrade to 2.24j.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.